Event description:
It was reported that when implanting this right ventricular (rv) lead, it caused perforation with cardiac effusion which has led to cardiac tamponade. Subsequently, the right atrial (ra) lead and left ventricular (lv) lead placements were aborted and the pocket was closed. To date, this rv lead remains in service. No additional adverse patient effects were reported.